Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: 23june2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was conducted with a variable angle distal humerus plate (va-dhp).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was a supracondylar humerus fracture surgery conducted with a variable angle - dynamic hip plate (va-dhp) on (B)(6) 2015. During the surgery, the reported drill bit was broken by interfering the sleeve when the surgeon fixed the va-dhp plate and tried to pull the drill. No surgical delay was reported. No adverse consequences were reported. The surgeon commented that he pulled the loaded rill and sleeve forcefully which may have caused the breaking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the drill bit is broken at the flute. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. In reference to the received information, the breakage was caused by an unintended interference/ collision of the drill bit with the sleeve. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the investigation result and the complaint description, we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.